Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for an 83-year-old female patient. The physician questioned the initial result because a subsequent sample produced a normal value. The following data were provided: normal range for female: <14 ng/l sid (B)(6) (initial draw): (B)(6) 2026 @ 12:44 result = 37.380 ng/l repeat result (post respun) = 7.502 ng/l sid (B)(6) (second draw): (B)(6) 2026 @ 04:03 result = 6.952 ng/l repeat result (post respun) = 8.261 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.